Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, while using three side-firing surgical fibers, the fiber tips reportedly "came out" and forward-firing was observed. The procedure was completed using the third surgical fiber, of which the tip reputedly "came out" at the end. Joules used: 61,807 and 11:39 minutes. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.